Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
It was reported that the mdm cobalt liner is cutting into tmzf neck.

Manufacturer narrative:
Corrected information has been provided in the following: outcomes attributed to adverse events. An event regarding a mdm cobalt liner cutting into the tmzf neck. Conclusion based on the provided information, the product reported in this investigation did not contribute to the event . The event was reported for mdm cobalt liner cutting into the tmzf neck. A clinical review concluded that "absolute or relative cup malposition in low inclination and anteversion has contributed to an impingement condition in the arthroplasty with a notching effect with visible indentation in the accolade tmzf stem neck." There is no allegation of failure against the mdm liner. No further investigation is required at this time. If additional information and/or device becomes available this record will be reopened.

Event description:
It was reported that the mdm cobalt liner is cutting into tmzf neck.